Manufacturer narrative:
H10 h3, h6: one fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned with the device. The needle was visibly bent downward. The actuator was jammed at the distal tip of the delivery needle. The condition is aligned with the user having difficulty with use and with reaching desired location for use. The depth limiter was attached. The actuator no longer cycled or actuated due to the amount of damage. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further action required this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscal repair using fast-fix 360 curved, the surgeon was able to insert the first anchor, however the second anchor was not deployed despite spring back of the slider was done and slider was released after first anchor deployed. Thereafter, a new implant was opened up for the case within a delay shorther than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.